Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm to resolve the issue. During system check with tandem technical support, the root cause could not be determined because customer declined to fill and load a new cartridge. Customer will reportedly change pump supplies at a later time and resume insulin delivery. Customer's blood glucose was 273-400 mg/dl.